Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. In 2005 the taxus express2 2.5 x 16 mm durg eluting stent was unable to cross the severely calcified lesion in the proximal left anterior descending artery. The lesion had been predilated with three maverick balloons (sizes 2.0 x 30, 1.5 x 20, and 1.5 x 15 mm) the stent had bent and crushed up while attempting to cross the lesion. The procedure was completed with an unk stent. There were no reported pt complications.